Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The device history records were reviewed and the manufacturing criteria were met prior to the release of this lot.

Event description:
It was reported that during a laparoscopic hysterectomy, the device was activated automatically inside the patient when the activation button was not pressed. According the doctor, the event occurred three times. Once with the electrode tip taken in and twice with the electrode tip exposed. The patient¿s sigmoid colon had coalesced on the upper part of the rectum, and the device was used to remove the adhesion without holding the tissue with forceps. Then the device was activated automatically and the fatty tissue of the mesorectum melted. The additional hand suture was performed on the melted tissue as precaution. Another device was used to complete the case. There were no adverse consequences to the patient.

Manufacturer narrative:
(B)(4).batch # p91p2d. The device was received with no apparent damage. The instrument was tested for continuity and was found to be conforming. There were no anomalies noted with the functionality of the device. The device was disassembled to inspect internal components for evidence associated with the continuous activation and no anomalies were found. The batch history record was reviewed and no defects, nc¿s or protocols related to the complaint, were found during the manufacturing process.